Event description:
Complainant alleged that during biomed testing, the associated device failed for high impedance using these electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product was disposed of at their site and will not be returning to zoll.